Event description:
The device was used during a laparosocpic cholecystectomy procedure. Reportedly, the clips did not form properly and bleeding was observed at the applications site. The surgeon applied another device to correct this condition. No pt injury reported.